Event description:
It was reported that a doctor felt that the screws were not tightening enough on the connector. It was noted that the doctor¿s complaint was that the torque wrench was not tightening the screw enough and he wanted to use the wrench from the accessory kit going forward. It was later reported that during the change out it was suspected or confirmed that the contact was not fully tightened with the torque wrench, resulting in high impedances "and when they go back into a disconnect." It was reported that the case presented with loss of therapeutic effect and high impedances on a contact. It was noted that with the old non-torque screwdriver the doctor never had issues and felt this was related to the current torque wrench. It was reported that the doctor was not doing anything "differently that before" in his change out practice and that is why he felt it was a torque wrench issue. It was noted that the doctor had done a lot of cases. See also MFR. Reports #3004209178-2013-12179 and #3004209178-2013-03269 where the same doctor had similar issues with different patients.

Manufacturer narrative:
Concomitant medical products: product ID: neu_screwdriver, product type: accessory. Product ID: neu_unknown _lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).